Event description:
It was reported by service report that the head end covers were cracked with exposed sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.